Event description:
The following has been reported by customer: description below: serious issue. Regardless of whether the customer has a protocol enabled, has connected the pump to partner, or is using a completely new pump. If the pressure limit is changed on the pump, it goes into error 186. Power must be disconnected, and the off button held for more than 5 seconds to shut it down. The infusion is interrupted, which is critical. It seems to work fine as long as the pressure is not changed. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.